Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: no product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time. This complaint will be included in the ongoing complaint trending analysis. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other-the suspect device was not returned for evaluation, therefore a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the 3100a vent was unable to calibrate the pressure xdcr during the 2k pm. Furthermore, there was failure to get the map to read at 35cmh2o and 7cmh2o. No patient involvement